Event description:
Doctor was performing an extraction of 3rd molars with the patient under general anesthesia when blister the approximately the size of a pea was observed on the corner of patients right lower lip. Injury was cleaned and neosporin was administered to the area. Doctor has conducted a follow up with the patient and the injury has healed normally. No further medical treatment required for this injury.